Manufacturer narrative:
The actual lot number of the device involved in this complaint was not provided; therefore, it was not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. One x dcb-dv-50 device of unknown lot# was returned for evaluation. It was not returned in its original packaging. Upon evaluation of the returned device it was noted that the device was broken into 4 pieces. A possible cause of this complaint could be excessive pressure was applied to the cleaning brush when cleaning the scope but as we cannot replicate conditions of use in the laboratory we cannot conclusively determine the root cause of this complaint. It may be noted that dcb devices are used to clean endoscopes and no patient was involved in this incident. Prior to distribution all disposable endoscopic cleaning brush sets are subject to visual inspection to ensure device integrity. A review of the manufacturing records for the product involved in this complaint could not be performed as the lot number was not provided. The disposable endoscopic cleaning brush is intended for cleaning the accessory channels of endoscopes. The device is supplied non sterile and is intended for single use only. Complaints of this nature will continue to be monitored for potential emerging trends. This complaint report meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this product family for 'brush breakage' regardless of patient outcome.

Event description:
Customer stated the brush was brittle and broke upon entering the endoscope. This device was not used on a patient.